Event description:
New information received notes that the lead was successfully repositioned. Steady thresholds were confirmed following completion of the procedure. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with capture issues. Interrigation revealed intermittent left ventricular capture at high outputs at certain values. It could not be confirmed if stimulation was exclusively capturing the left ventricle or if the right ventricle was receiving partial capture. The patient is pending a chest x-ray to confirm the lead's position and possible lead revision. There were no patient consequences.